Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturers investigation is completed.

Event description:
It was reported that the patient sent log files in for review as they experienced multiple no external power and low voltage hazard alarms on (B)(6) 2021 and (B)(6) 2021. It was also noted that the backup battery not installed alarm went off when the backup battery was installed and intact on (B)(6) 2021, but there was no reoccurrence of that alarm. It was found that the no external power events were caused by power to the mobile power unit (mpu) being briefly interrupted. There were no interruptions in pump support during those events. There was only one backup battery alarm noted, and it was recommended that the patient continue to monitor for further occurrences. It was found that the mechanical circulatory system (mcs) equipment was operating as intended. The patient was using a locking ac power cord with their mpu. It was unknown if the cord came loose at the wall/outlet or the back of the unit. For some of the no external power alarms, the site believed the facility lost power but it was not known for sure. The patient had been admitted to the hospital for diuresis.